Manufacturer narrative:
(B)(4).

Event description:
It was reported that pocket infection was observed. The device was successfully explanted on (B)(6) 2017. Later the device was re-implanted on (B)(6) 2017. Patient¿s condition was stable.